Manufacturer narrative:
DHR review: the quality records indicate that this component met all requirements to perform as intended. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately thirteen years post implantation due to elevated metal ions and corrosion. Attempts to obtain additional information have been made; however, no more is available.